Event description:
Approximately a year ago, one of the medical facilities adopted the spectralink telecommunications system (5755 central avenue, boulder, colorado 80301, spectralink - wireless at work - company). On their web site, they advertise themselves as a hospital telecommunications system (http://www.spectralink.com/consumer/solutions/index.jsp); therefore, I assume that defects in their product would come under your jurisdiction. The primary problems with the link 400 series handsets are their poor reliability and poor audio quality. There are two main problems with the design of the handsets which result in poor reliability. First is that the handsets frequently turn themselves off, even with a new battery. This problem is exacerbated by no battery charge indicator on the handset so the user is unaware when the battery is dangerously low, and as a result the phone can turn itself off with little or no warning or notification. The other reliability related design flaw in the handset is that it fails to have an auto disconnect feature. Unlike cellular phones which automatically return to receive mode after one party hangs up, the spectralink phones remain in the "in use" mode and can not receive new phone calls. As a result at the end of a phone call, if you do not hit the "end" button correctly, or if you hit the "start" accidentally, the handset will go into "in use" mode and stay there and new calls can not be received. With regards to poor audio quality, I personally experienced an incident where the nurse retrieved the wrong dosage of drug from our pyxis because she could not understand my request. Fortunately, the drug was not administered to the patient. She informed me that the phone quality was so poor; it was difficult to understand what I had requested. I am not the only health care professional to have experienced these problems. I conducted a survey of nurses, and inquired what percentage of the time when they checked their handsets were they either in the "in use" mode or had turned themselves off, and the results were very disturbing. The results were that for 31.5% of the time, the phones were not capable of receiving a call (range 0 to 50%). I consider a reliability of only 68.5% unacceptable in a device marketed for hospital use. I have reported my concerns to my hospital's administration; however, in an effort to protect patients at other hospitals, I am reporting this.